Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that catheter removal difficulty was encountered and stent migration occurred. The 90% stenosed target lesion was located in the severely tortuous and mildly calcified left common iliac artery (cia). After a 7.0x30x135cm express ld vascular stent was deployed, removal of the stent delivery system (sds) was attempted, but the sds was unable to be retrieved into the sheath. The physician then advanced the sheath further; however, the sheath came into contact with the deployed stent and the stent moved approximately 3cm distal to the cia. A 10x4mm epic stent was then deployed to overlap the previously deployed stent. No patient complications were reported and the patient's status was good.